Event description:
It was reported that the ventilator's pneumatic back-plane printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that o2 sensor failed. Review of the provided device's logs confirmed the occurrence of the reported issue. According to the information provided by the technician, the customer reported that o2 sensor is failing intermittently. During on-site visit the technician check the device and sign of contamination has been found on the pneumatic back-plane board. The defective part has been replaced. The device passed all performance tests and could be returned to clinical use. No further failures were reported. The pneumatic back-plane board is an interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was, hence the root cause of the issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).